Event description:
End user was bending forward on the shower chair when it tipped over. The end user fell and broke his left leg. This is a legal case currently being handled by the sunrise medical (us) llc legal team. In a review meeting it was found that this incident occurred during an employee transitional period in our indianapolis facility, resulting in no MDR being filed for this incident. We regret this oversight. This incident is still under review, the chair involved has not been returned for investigation at this time. If/when more info becomes available, a f/u report will be filed at that time.